Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. Qc was not run after the event. A field service engineer (fse) went on-site and found excessive bubbles in the ratio pump. Fse replaced piston and rebuilt pump with new seals after noting significant scoring of ratio pump piston. Fse also replaced the eic valve after finding a small split in it and the eic quad ring and spacer after quad ring appeared to be damaged. Instrument performance was verified.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result generated by the synchron lx20 pro analyzer. The result was not reported outside of the laboratory. Because the sample failed delta check, it was rerun on a different instrument in the laboratory. The result was higher and was reported. The original instrument was recalibrated and the sample rerun. The result matched the other instrument. There was no affect to patient with regard to this event.